Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00419. It was reported the patient had a fall and afterwards the therapy stopped providing pain relief. A company representative met with patient for reprogramming, however, x-rays taken confirmed the patient's lead had migrated. Surgical intervention will be scheduled for lead revision.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00419. Follow up information the patient had surgery for lead revision with no new devices used. Effective therapy was restored post-operatively.